Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was both heavily calcified and tortuous and 90% stenosed. The traveler rx was advanced in the vessel, but met resistance and failed to cross the lesion. The distal tip became deformed. Resistance was met with the lesion during removal. There was no adverse patient effect and no clinically significant delay in the procedure. A new traveler was used with the extension catheter to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.